Manufacturer narrative:
Moog medical has not received the product associated to this complaint; therefore the complaint cannot be verified nor investigated.

Event description:
Initial reporter stated that leaking noted along both lateral edges of the tubing. Crystallization noted along the filter edge where the IV solution had leaked from. No injury to a patient was reported. (B)(4).